Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The batteries were scrapped and replaced. The device was returned to zoll chelmsford for further evaluation. Testing of the device with test batteries did not duplicate the reported problem. Review of the device activity logs did not show any battery related errors indicating that the batteries were depleted before being installed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.